Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that as soon as she inserted the reservoir to fill the tubing, the insulin pump alarmed no delivery. Customer's blood glucose level was 420 mg/dl. She had not treated her high blood glucose level. One time the insulin turned into gel. While troubleshooting the insulin pump did not alarm no delivery and insulin exited. The device was not returned.